Manufacturer narrative:
The reported issue of the autopulse exhibited ua16 ((timeout moving to take-up position) error message was confirmed during the initial functional testing and in review of the archive data. The drive train motor and motor controller were replaced to remedy the fault. Following the repair and part replacement, the autopulse passed all the testing and functioned as intended. Visual inspection was performed and noted no damage upon receipt. Functional testing was unable to perform as the platform exhibited the error upon pressing up the start button. Archive review showed multiple faults of ua16 on (B)(6) 2017 and not on the event date of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported during patient use , the autopulse displayed ua16 ( timeout moving to take-up position ) error message. According to the customer , the error cannot be cleared. The use of the autopulse was discontinued . Manual CPR was performed for unknown length of time. No patient harm or consequence was reported.